Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The current blood glucose value is 10mmol/l. The current sensor glucose value is 3mmol/l. The customer was advised to turn sensor feature off 2-4 hours and to reconnect with old sensor. The customer was advised to calibrate if blood glucose is between 100-130 mg/dl. The customer was advised for calibrations don't enter delayed blood glucose and only if blood glucose is stable.